Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was resetting and failed a flash memory test. The cause for the failure was isolated to a defective ca board. Due to the reset and flash memory failure, reporting event out of abundance of caution. The root cause for the defective ca board could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's monitor for an unrelated reason, a reportable malfunction was found.